Event description:
The customer reported intermittent generator error and system error messages which required a shutdown and reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.